Event description:
Device 1 of 2. Reference MFR report# 3006705815-2019-01433. It was reported that one of the implanted lead migrated down near the pocket, confirmed on x ray. As a result, surgical intervention was undertaken wherein the new lead was placed. During the procedure, when the physician attempted to remove the migrated lead, it was noted that the leads were wrapped and twisted around each other and it was undetermined which lead migrated. Physician decided to leave the migrated lead implanted (since he did not want the leads to be dislodged). Therapy was restored.